Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of redness, itching, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings. Treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events: per table 1 treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection include but are not limited to swelling, redness, and itching.

Event description:
Healthcare professional reported 11 days after injection with juvederm voluma xc in the cheeks and juvederm ultra xc in the nasolabial folds, perioral area, and "genio-mandibular area" the pt experienced redness, itching, swelling and pustules at the injection sites. Pt was treated with allergra, levaquin, hyaluronidase, and a medrol dose pack. Pt's cheeks remain "bright red" but symptoms are improving at the other symptom sites. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00059 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspect product, juvederm juvederm voluma xc.